Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification and opening curved. A visual and microscopic analysis was performed which identified; openings striated on anterior, posterior and radius, creases flat, wear abrasion and non- penetrating. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.